Event description:
The advocate alleged the customer tested his blood glucose using his 2 contour meters and received high readings of 414 and 447 mg/dl. The advocate adjusted the customer's insulin based on the readings. After receiving insulin, the customer's blood glucose dropped to 46 mg/dl. The caller did not mention if the customer was symptomatic for low glucose, but she stated that she was taking him to the hospital. Customer service made several attempts to follow up with the advocate, but it was not possible to speak with her. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.